Event description:
It was reported to olympus that during preparation for use, the 4k camera head did not display an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported no image issue. The evaluation uncovered a kinked cable on the device. The faulty part needs replacement to meet olympus functional standard. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed the reported issue occurred due to a kinked cable on the device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.